Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilation and a 2.75x16mm taxus stent, with 0% residual stenosis. Per catheterization report, the pt was treated with IV antihypertensive medications during this procedure for severely elevated blood pressure. The pt was discharged the next day on asa and plavix therapy; plan was made to return to the catheterization lab in 1-2 weeks for intervention to the rca and r-pda. A day after, pt was readmitted with unstable angina and possible non-q-wave mi (ck 73 u/l, ck-mb negative, troponin I 0.16ng/ml per history and physical). Coronary angiography a day after revealed lad - patent stent site, small, non-flow limiting edge dissection proximal to the stent with a short aneurysmal segment and 40% residual stenosis rca- 90% ostial proximal stenosis; 80%-90% discrete mid-segment stenosis r-pda. The lad was treated with direct deployment of a 3.5x20mm taxus stent "which covered the aneurysmal segment residual plaque and the proximal edge dissection." Per catheterization report, angiography confirmed complete resolution of the edge dissection, and post-dilatation in the area of the aneurysm was used to treat incomplete apposition of the stent strut "to the wall of the aneurysm." The r-pda was treated with balloon angioplasty and a 2.5x16mm taxus stent, reducing the stenosis to 0%. The rca was also treated with balloon angioplasty and a 3.0x16mm taxus stent, with 0% residual stenosis following post-dilatation. The pt was discharged the following day with recommendation to continue asa and plavix for at least 3 months before interrupting therapy for abdominal aortic aneurysm repair. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."

Event description:
Clinical study-it was reported that 2 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery. In 2004, the lesion being treated was a 3 mm, 80% stenosed, mildly calcified and tortuous, mid lad lesion. The lesion was predilated. The physician then deployed the taxus express2 8.8% 2.75 x 16 drug eluting stent. The pt was discharged on plavix and asa the next day. The following day, the pt was readmitted and reintervention was performed on the proximal lad. The pt was discharged the next day. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable."